Event description:
It was reported that the elevating base of a giraffe omnibed inadvertently lowered with a pt in the unit after a power failure. The elevating base lowered to the bottom stop position. No injury was reported.